Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast reconstruction with two 535cc artoura breast tissue expanders, initially suffered left breast implant displacement when sutures dissolved or came loose on (B)(6) 2019, which was repaired and re-sutured. The patient also then developed bilateral capsular contracture; baker grade unknown. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (left) 490cc mentor memorygel breast implant catalog: shpx490 lot: 7676022 sn: (B)(4) and (right) 535cc mentor memorygel breast implant catalog: shpx560 lot: 7709731 sn: (B)(4). This medwatch form is for the right breast prosthesis.